Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd syringe 3ml ll syringe only mx bun there was foreign matter on the syringe. The following information was provided by the initial reporter, translated from spanish to english: when trying to use a syringe, they observed that the packaging was contaminated with plastic, as well as the syringe had black particles.

Event description:
It was reported that before use of the bd syringe 3ml ll syringe only mx bun there was foreign matter on the syringe. The following information was provided by the initial reporter, translated from spanish to english: when trying to use a syringe, they observed that the packaging was contaminated with plastic, as well as the syringe had black particles.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-dec-2022. H6: investigation summary: one sample, video, and three photos received by our quality team for investigation. Upon visual evaluation, black foreign matter is observed on the outside of the barrel. Fourier transform infrared spectroscopy was performed to further analyze. The foreign substances was mainly composed of plastic film with residues of lubricating oil (silicone) and ink, which are used during the manufacturing process. No loose particles are perceived in the fluid path, nor particles embedded in the components. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with transfer chain trapped plastic film. Actions were taken, where collars and bells were placed for the extraction of burrs in the transfer chain (that is, a cleaning system).